Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For each event, either the field representative went onsite to evaluate the device and found or the customer found an issue with the sample probe. Further investigation by the manufacturer confirmed the issues found with the sample probe were the cause for the events. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 5 malfunction events where erroneous results were generated by the cobas c501 analyzer. The events involved a total of eight patients with the following: one erroneous result for creatinine plus ver.2, three erroneous results for glucose hk gen.3, one erroneous result for calcium, one erroneous result for alanine aminotransferase (alt), one erroneous result for c-reactive protein gen.3, two erroneous results for glucose, one erroneous result for creatinine jaffe gen.2, one erroneous result for ion selective electrode (ise) sodium, one erroneous result for ion selective electrode (ise) potassium, one erroneous result for ion selective electrode (ise) chloride. One result for erroneous ethanol gen.2. For seven of the patients, the ages ranged from 50 to 94 years. The other patient's age was requested, but was not provided. There were five females and two males. The other patient's gender was requested, but was not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.